Event description:
It was reported that during a knee arthroscopy using the manta 1 left curve instrument, the instrument broke. The x-rays were taken to ensure that no debris was left in the pt, and then the procedure was completed using a competitor's device. There were no significant delays or pt complications reported as a result of this event.